Manufacturer narrative:
(B)(4) units received on 09/01/2016 an additional (B)(4) units received on 09/14/2016 all of the lot number 6057752. Results: one hundred thirty one customer returned samples were tested under pressurized conditions for leakage in tubing. There were no defects identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, bd is aware of complaints for leakage in tubing and appropriate CAPA has been initiated. CAPA (B)(4) has been initiated for documentation related to this issue of tubing leakage to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. A DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set had a hole in tubing of blood collection set. The user also noticed leaking at the hub where the push button is located.